Event description:
The reported event was originally reported under medwatch 2112020-2025-00616.

Manufacturer narrative:
Additional changes made to b5 to reflect this was a duplicate report. This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 2112020-2025-00616.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.